Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the check button on the infusion device does not function, and the protective rubber on the up button is defective. No adverse event was reported. The alleged product was requested for evaluation.